Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury as a result of the event. The date of the event is unknown.

Manufacturer narrative:
The covidien technical support engineer (tse) assisted the customer will troubleshooting the device via phone. The tse recommended performing a ground isolation check, extended self test and to run the ventilator on a test lung. The customer reported that the ground isolation test resolved the issue and the unit passed extended self testing according to manufacturing specifications. (B)(4).